Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable cardiac troponin t quantitative (tnt) result on their cobas h232 meter, serial number (B)(4). It was unknown on what date this event occurred. Clarification has been requested. The patient's initial tnt result from a whole blood sample at the hospital was 109 ng/l. The patient was then admitted to the hospital where the patient's troponin I was measured, and it was below the cut off range, the exact value was not provided. The patient stayed in the hospital. At the same time, the patient's tnt was measured in an outside laboratory using a cobas e601 analyzer, serial number not provided, and the result was 4.67 ng/l. It was unknown if the patient was adversely affected.

Manufacturer narrative:
The customer provided additional information. This event occurred on (B)(6) 2012. The doctor decided to send the patient to another hospital. The patient was hospitalized for one night after getting the normal troponin I result from the hospital laboratory. The patient's current condition was ok. The patient showed symptoms indicating ischemic problems. The patient's repeat result of 4.67 ng/l was obtained using the troponin t high sensitive assay. On (B)(6) 2012, the heparin sample was re- analyzed on two different h232 analyzers. Both analyzers gave high results scored as 50-100 ng/l. The sample was re-centrifuged and analyzed on an e601 analyzer and the result was 4.78 ng/l. No additional information was provided for further investigation of this event. A root cause could not be determined.